Event description:
It was reported to boston scientific corporation on july 30, 2008, that a one step button initial placement gastrostomy device was placed on six days earlier. According to the complainant, the device was placed with 5mm margin noted between the external bumper and the skin. It was further reported that on four days prior to original date, "an effusion leak was identified between the button body and the hole"; no intervention was taken at this time. On two days prior to original date, the pt complained of abdominal pain. According to the complainant, water was injected in attempt to aspirate; this attempt was unsuccessful. Reportedly, a subsequent assessment of the device realized that the internal bumper of the device had detached and migrated into the abdominal cavity. It was also determined that the pt had peritonitis. At that time, the tube was removed. The patient's condition was reported as stable at the conclusion of the procedure.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.